Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving compounded baclofen (3000 mcg/ml, 801 mcg/day) via an implantable infusion pump, and the compounded baclofen therapy started on (B)(6) 2015. The patient's pertinent medical history included stiff man syndrome. The pump stalled (B)(6) 2015, and it was noted that the pump was 5 years old. The patient had been referred to a neurosurgeon. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.